Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 23.8 mmol/l and treated with manual injection and it came down. Customer stated they were not in auto mode at the high blood glucose. The insulin pump will not returned for analysis.